Manufacturer narrative:
The reported event that wrist fusion plate straight variax2 120mm was alleged of 'no locking effect' could not be confirmed, since the device was not returned (implanted) for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during wrist fusion with variax 2 wrist fusion from national loaner set 2.7 and 3.5 locking screws were spinning and not locking inside the plate. This occurred during primary surgery, surgical delay was 10 mins, no adverse consequences to patient, product ws not damaged, no debris reported. Event was resolved by using other screws but did not work either, so they were left unlocked.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed.

Event description:
It was reported that during wrist fusion with variax 2 wrist fusion from national loaner set 2.7 and 3.5 locking screws were spinning and not locking inside the plate. This occurred during primary surgery, surgical delay was 10 mins, no adverse consequences to patient, product ws not damaged, no debris reported. Event was resolved by using other screws but did not work either, so they were left unlocked.